Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Customer contacted their health care professional for assistance. Customer was rushed to the hospital where his insulin was increased. Customer stated that some doctors said it could be a heart attack. Customer does not believe there is anything wrong with the pump. Customer stated that he has been using carelink for 6 or 7 years. Customer's endocrinologist could not upload the pump. Customer was assisted with carelink and assisted with viewing the report. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.